Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump failed accuracy by -11.30 percent. No further information was provided.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Accuracy testing was performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the in-house specification of plus or minus 3 percent.